Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a tube to the sensor board was found to be disconnected. The tubing was reconnected to address the issue.